Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
It was reported to philips that the heartstart mrx defibrillator did not shock. The device did not shock three times so the user changed the cable. The device then was able to shock the patient. The patient died.

Manufacturer narrative:
The device was returned to philips for evaluation. The reported symptom could not be reproduced. The electronic event file was reviewed and showed that the first 4 shocks were delivered for a waveform that was completely flatline and into impedance of 48.0-48.1 ohms consistent with delivery into a test load. Shocks #5 through 10 were delivered into an impedance value between 72.1 and 74.7, consistent with delivery to the patient. Additionally, beginning at shock #5 there is a displayed patient waveform of ventricular tachycardia/ventricular fibrillation (vt/vf) instead of the flatline. The involved pads cable(s) were not returned for evaluation. There is no information that supports that a malfunction of the device occurred. This report is consistent with the first 4 shocks being delivered into a test load where the specified impedance is 50 ohms. The device passed all testing and was returned to the customer.